Manufacturer narrative:
(B)(4). Forty six days after initially being hospitalized for other indications, the treatment for the peritonitis with vancomycin and ceftazidime was discontinued and pd therapy was ongoing. On an unreported date, the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach was further described as bad aseptic technique and patient's poor adherence to treatment. The patient was hospitalized due to other indications and while hospitalized the patient was diagnosed with peritonitis. On an unreported date, the patient began treatment with vancomycin (1 gram every two days, route not reported) and cefepime (2 grams every two days, route not reported) for the event of peritonitis. Dianeal therapies were ongoing. The patient was discharged from the hospital with instructions to continue and complete antibiotic treatment at home; however, the patient ¿suspended the treatment without medical authorization¿. Six days after discharge the patient presented to the clinic and was diagnosed with ongoing peritonitis, which was manifested by cloudy pd effluent. On the same day, the patient began treatment with intraperitoneal (ip) vancomycin (1 gram, every four days) and ip ceftazidime (1 gram, every four days) for the event. At the time of this report the patient was not recovered from this peritonitis event. Treatment with vancomycin and ceftazidime was ongoing at home. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.